Manufacturer narrative:
Pump error 35 alarm noted in the pump history and critical pump error (open book) due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump received with moisture damage found on the motor, battery tube, vibrator and keypad flex tail during visual inspection. No moisture damage on the keypad traces and domes during visual inspection. Pump received with scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had moisture damage after bath. The customer's blood glucose was unknown. The product was returned for analysis.